Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a medication transaction error. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication transaction error. A technical support specialist (tss) confirmed that customer reported when nurses remove the medication, system will default the remove quantity (qty) to 2 table, transaction show nurses remove qty 1 table, the system default remove qty to 1 table. Then, the tss found no error in configuration for it to allow nurses to remove 1 tablet. The tss mentioned system prompts users to remove the required quantity based on the prescribed dosage. The actual removal depends on users following the prompt correctly. If the drawer quantity is insufficient, the device still open, but the prompt for a refill according to the server-side configuration and later customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a medication transaction error. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.